Manufacturer narrative:
Approximate age of device: 32 months. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced pump thrombus with refractory hemolysis. The patient was admitted into the hospital on (B)(6) 2014 for subtherapeutic inr. The patient¿s lactate dehydrogenase continued to increase, despite receiving a heparin drip and aspirin therapy. A decision was made to exchange the patient¿s pump, and it was exchanged on (B)(6) 2014. The patient remains ongoing on the new lvad.